Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced high blood glucose level of 483 mg/dl. The customer was assisted with troubleshooting. The insulin pump passed. The customer was advised the pump is designed to trigger alarms if it detects insulin blockage. The customer has a back up. Customer declined to perform the hp test. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The customer was advised to call back for assistance if high blood glucose levels persist. The customer's husband stated he will be having his wife to change out the set and also speak with her health care professional about the issues she is having so he can check the settings. The product was not returned for analysis.